Manufacturer narrative:
The event took place outside of the united states (in (B)(6)) and was associated with a product that is also cleared for the market within the united states.

Event description:
Revision surgery due to a dislocation occurred (B)(6) 2020. The humeral stem did not hold, not enough cement in the humeral shaft. The long humeral stem was removed as well as the 36+3 humeral cup and replaced by a short humeral stem and a 36/+9 humeral cup. Previous revision surgery (also reported under 3009532798-2020-00105) occurred (B)(6) 2020 due to a rotator cuff. Primary surgery (B)(6) 2019.